Event description:
Customer's doctor reported the customer was hospitalized due to diabetic ketoacidosis. Customer's blood glucose reading at the time of the hospitalization was 868 mg/dl. Customer's current blood glucose reading is 149 mg/dl. Customer reported abdominal pain, nausea and vomiting prior to the hospitalization. At the hospital the customer was treated with insulin, potassium chloride and by carb drips. Through troubleshooting air bubbles were noted in the tubing. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.